Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was able to clear the alarm and resume insulin delivery. Additionally, it was reported that the customer received multiple occlusion alarms. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to clear the alarms and resume insulin. The customer's blood glucose level was 107 mg/dl.